Event description:
The caller stated that she had an 8dct and the outer cannula had detached from the flange. The pt had it in use for a week in 2008 when it was replaced with another 8dct.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.